Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was sep 18, 2024. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a boston needle knife broke off during an endoscopic retrograde cholangiopancreatography (ercp) procedure and could possibly be inside the olympus scope. The procedure was prolonged, and an x-ray was done to look for the metal tip. There was no evidence of retained metal fragment in x-ray and no evidence that the patient came to any harm since the procedure.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenvideoscope needle knife has broken off during procedure. There were no reports of patient harm.